Event description:
It was reported by provider that: left back cane is bent. Left side frame are bent. On 12.5.2014 new information from provider: right footplate hinge is broken. Left footplate hinge is broken.